Event description:
Dealer reported that the extra long extension piece on a (B)(4) semi electric bed broke at a weld, causing the bed to collapse. The fire department was called to help the hospice patient from the collapsed bed. Unspecified injury alleged, no information available.